Event description:
The customer reported that the unit was giving an error code message of data acquisition (da) pcba adc failed. The customer indicated that the system was not connected to a patient at the time of the error.